Event description:
It was reported to ge that a pt indicated respiratory problems following an mr exam. It appears a circuit board may have failed during the scan. The scan was completed without incident. The system was repaired and returned to svc.